Manufacturer narrative:
The device investigation is as follows. The returned screwdriver has a broken and twisted tip with some fragments missing. The device is otherwise in good condition. A visual inspection, dimensional test, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. No definitive root cause was able to be determined however the failure mode is likely related to the application of excessive torque during screw insertion. The device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Therapy date of concomitant device is unknown. Device history records review was completed for part# 03.130.010, lot# 9836613. Supplier: (B)(6), release to warehouse date: (B)(6) 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after surgical set came through the washer at hospital, it was noticed that screw driver shaft seemed to be twisted on the end. It was tested with screw (outside operating room) and screw was not engaged appropriately as it supposed to and was little loose. There was no malfunction associated with the screw. There was no patient involvement. Device returned to manufacturer for evaluation, and it was noted during evaluation that the tip of the screwdriver is broken with missing fragments. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).